Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim low audio output on (B)(6) /2014. Patient's father tested the alert functionality and reported the alerts were not functioning correctly. Patient's father did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4).